Event description:
It was reported that during routine follow-up, it was difficult to establish telemetry with the pacemaker. Telemetry was eventually achieved, and it was discovered that the device was in safety mode. The physician was going to plan a device replacement. The pacemaker remains in service at this time and no adverse patient effect were reported. It was additionally reported that the device was replaced without complication. The device was returned for analysis.

Event description:
It was reported that during routine follow-up, it was difficult to establish telemetry with the pacemaker. Telemetry was eventually achieved, and it was discovered that the device was in safety mode. The physician was going to plan a device replacement. The pacemaker remains in service at this time and no adverse patient effect were reported. It was additionally reported that the device was replaced without complication. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry or pacing output. The battery was then isolated from the circuit and connected to an external source and subsequent interrogation noted the memory was corrupted. The battery was then sent for detailed analysis after which no battery-related issues could be determined and there was a normal current drain when power was applied.

Event description:
It was reported that during routine follow-up, it was difficult to establish telemetry with the pacemaker. Telemetry was eventually achieved, and it was discovered that the device was in safety mode. The physician was going to plan a device replacement. The pacemaker remains in service at this time and no adverse patient effect were reported.